Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l56466, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that after a pump replacement yesterday, the patient presented on the date of the report with baclofen withdrawal symptoms. The patient was in the hospital and the pump was being interrogated. The physician gave the patient a single bolus of 250mcg. It was additionally reported that the cause of the symptoms was a possible withdrawal. The patient was hospitalized for 3 days, and oral baclofen was administered and the patient was observed. The pump was interrogated every day to ensure proper function as requested from the implanting physicians. No motor stall or other problem was found. The first day a single bolus of 200 mcg was done by physician instructions. The patient remained in observation. After the observation the patient was going home with effective therapy as of (B)(6) 2015. The pump system was being used to infuse -drug concentration: lioresal 2,000 mcg/ml on a 585.9 mcg/day.